Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system and the imaging system passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. Upon further follow-up with the medtronic representative, it was reported that it was the guide wires misplaced and the surgeon did not like the placement so he revised with a c-arm. The amount of inaccuracy, how many misplaced, spine level and direction was unavailable to the medtronic representative.

Event description:
A medtronic representative reported that during a spinal fusion procedure, after placing screws, the confirmation spin showed they were inaccurate after using the navigation system. The screws were found to be misplaced and required revision during the same procedure. The surgeon opted to complete the procedure without the use of the navigation system and the imaging system and used the c-arm system instead. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was reported to have done well during the procedure and also at a later follow up.